Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the manta ray anterior cervical plate system was implanted in about (B)(6) 2009, or (B)(6) 2010 for radiculopathy. The pt was a tobacco smoker who continued to smoke postoperatively against medical advice. At a follow up office visit, bone graft subsidence was observed on radiographs, and a lower level screw was seen to have backed out from the plate. The pt did not return for an advised clinical follow up visit. Integra has requested, in writing, additional clinical info.